Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to high blood glucose and motor error on (B)(6) 2022 with blood glucose level was 125 mg/dl. Customer received motor error third time in week. The insulin pump will not be returned for analysis.